Event description:
Per independent repair center, the unit had low o2 or yellow light. The key failure was the sieve beds being broken. Additional malfunction for this device was the pc board having a short circuit.